Manufacturer narrative:
Promus element plus, mr, ous 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged at the distal end of the stent, with struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent met resistance of a tortuous anatomy and calcified lesion. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found that the inner lumen was bunched at 78 mm proximal to the distal tip. A recommended 0.0140 inch guidewire was inserted through the distal tip but met obstruction at the location of inner lumen bunching. This type of damage is consistent with excessive force that could have been applied to the delivery system. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-nov-2020. It was reported that advancing difficulties were encountered. The target lesion was located in the tortuous and severely calcified left coronary artery. A 3.50x38mm promus element plus drug-eluting stent was advanced but could not reach the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.